Event description:
It was reported there was an infection. Patient and device information were not available. Additional information has been requested but was not available at the time of this report.